Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a yellow stain on the tube. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. Both cuffs were able to maintain pressure at 25mbar. A water leak test was then conducted on the returned sample by immersing it underwater. No bubbles were observed. An inspection of the inflation hole punch was conducted at the side arm insertion site for the tracheal lumen and no punch through hole was observed. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer reported the intubation tube leaked, causing the left lung to be "ventilated consistently and that disturbed the surgery". The patient experienced desaturations to 88% and ventilator settings were adjusted during the surgery to minimize impact to the patient. The patient condition was reportd as "fine".

Manufacturer narrative:
(B)(4). The customer reported the position of the tube was verified by fibro-optic bronchoscopy and clamped per IFU.

Event description:
Customer reported the intubation tube leaked, causing the left lung to be "ventilated consistently and that disturbed the surgery". The patient experienced desaturations to 88% and ventilator settings were adjusted during the surgery to minimize impact to the patient. The patient condition was reported as "fine".